Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter (accu-chek). The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient reported, that the meter began at 2.30 pm on (B)(6) 2019. The patient alleged that he obtained an inaccurately high blood glucose result of ¿86 mg/dl¿ on the subject meter compared to 45 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. Csr noted that the patient manages her diabetes with oral medication, diet and exercise (glipizide 10 mg and metformin 500 mg), and he made no changes to his normal diabetes management regimen, in response to the alleged inaccurate high result. The patient stated that prior to obtaining the alleged high result he had developed symptoms of ¿shaking and weak¿, his mother then carried out the blood glucose test on both meters, and obtained the above results. Just after obtaining the alleged inaccurate high result, the patient alleged that he became unconscious and the paramedics were call. He was treated with liquid glucose, and reported that a result of ¿70 mg/dl¿ was obtained on the paramedic¿s meter. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. It was noted that the test strips were not passed their expiry or discard date and had been stored correctly, the test strip vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.